Event description:
It was reported that the patient experienced a possible epidural hematoma. As a result, surgical intervention was undertaken on (B)(6) 2022 where in the entire system was explanted to address the issue. The hematoma has since been resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.